Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer refuses to send the product.

Event description:
It was reported the patient received the following results within 15 minutes: 6.9mmol/l with the hospital meter and 14.2mmol/l with the accu-chek performa meter.